Event description:
Complaint alleged that while attempting a 100 joule self test during a routine shift check by a clinician, the device displayed error message code "elect short" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.